Event description:
The customer reported to olympus, the evis exera iii video system center capture would work on and off. The issue was found during a diagnostic colonoscopy and upper endoscopy procedure. No pictures were able to be taken due to the issue as the physician didn¿t realize that the system captured blank photos. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: image capturing disabled due to the customer settings, but with unit default settings on the image capturing and recording worked. The unit had a defective video socket connector because it did not handle the scope video cable and image was lost when moving or shaking it. The video socket connector had a defective locker mechanism due to wear and it needed to be replaced, the unit had discoloration on the front panel, and it was recommended for replacement, the unit had a crack on the power switch, and it needed to be replaced, the unit had outdated software version 3.01 and it was recommended to update it to version 4.10. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.